Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se found the breath delivery unit (bdu) tripper switch was triggered. The se reset the switch, and the ventilator begun to function as intended. No components were replaced.

Event description:
It was reported that, during set-up, a ventilator display became blank, generated an audio alarm and sopped cycling. There was no patient involvement.